Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2011-00057 to provide information regarding the evaluation of the sample returned from the user facility

Event description:
Per user facility medwatch report # (B)(4), the event is described as follows: "valve on end of sheath leaked. Sheath had to be exchanged for another sheath to prevent blood leakage." Follow-up communication with the user facility confirmed that: the estimated patient blood loss was <10-ml; the clinician did not feel that the patient was at risk due to blood loss nor did he feel that the staff was at any risk due to blood exposure; and the procedure was successfully completed using another of the same device.

Manufacturer narrative:
(B)(4). The involved device has not been returned for evaluation, which limits the failure investigation. Reserve samples from the reported lot and current production were examined and performance tested. The results confirmed that there was no leakage and no other defects were found. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based on the available information, there is no indication that there was any relation to a pre-existing device defect. The potential for such an event is addressed in the product labeling with statements such as the following: "before use, make sure the sheath size (fr.) Is appropriate for the access vessel and the catheter to be used. The sheath can be used with a catheter of the same fr. Size or up to two fr. Sizes smaller without blood leakage at the one-way valve"; when inserting and removing the dilator: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage"; and "rapid withdrawal of the dilator may result in the incomplete closing of the one-way valve, resulting in blood flow through the valve." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Manufacturer narrative:
Results: based upon testing of reserve sample conclusions: based on evaluation of user facility information and the returned sample; 71 is based upon evaluation of reserve sample the involved device was returned and evaluated. Visual examination of the return sample confirmed that there was damage off center of the slit on the cross-cut valve. A representative retained sample was examined and performance tested. The results confirmed that there was no leakage and no other defects were found. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined, the returned sample appearance is consistent with the valve having been damaged as a result of the dilator being placed into the valve off center. The potential for such an event is addressed in the product labeling with statements such as the following: "before use, make sure the sheath size (fr.) Is appropriate for the access vessel and the catheter to be used. The sheath can be used with a catheter of the same fr. Size or up to two fr. Sizes smaller without blood leakage at the one-way valve"; when inserting and removing the dilator: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage"; and "rapid withdrawal of the dilator may result in the incomplete closing of the one-way valve, resulting in blood flow through the valve." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.